Manufacturer narrative:
(B)(4) .

Event description:
It was further reported that stent thrombosis occurred per adjudication.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element plus clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the proximal right coronary artery (rca) with 80% stenosis and was 15.2 mm long with a reference vessel diameter of 3.1 mm. The target lesion was treated with direct placement using a 33.00x20mm promus element plus stent, with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient expired. The cause of death is unknown.